Manufacturer narrative:
The event occurred at (B)(6). The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device ¿ 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that power cable disconnect alarms and a pump stoppage occurred when the patient was changing power supplies from the power module to battery power. It was reported that the hospital decided to change the power module patient cable and the power cable disconnect alarms resolved. No further information was provided.

Manufacturer narrative:
The reported incident of two clock resets were confirmed with the data captured in system controller log file. The system controller does not record data during complete power loss and the time the device is without power could not be determined. The voltage values captured prior to and post the event indicated the power loss occurred during a power exchange from the power module to the 14v battery power. The returned 14v power module patient cable was tested together with laboratory equipment and was found to function as intended. Electrical measurements of the underlying wires passed minimum specifications. No functional issue was identified during the analysis that could be related to the power loss events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.